Event description:
(B)(4). I have had memory loss, hip pain, large amount of weight gain, bloating, painful urination and sex, when I have my cycle there a tissues in the blood, numbness in my extremities and the pelvic are is sometimes very tender to touch.

Event description:
#Medwatcher #followup1 #fdamw5040004 #(B)(4). As of (B)(6) 2015 I am essure free but not without complications. The coils were embedded in my uterus and two softball size fibroids were also removed. Please take this device off of the shelves so that no one else will ever have to deal with the things that myself along with others will have to endure. Thank you.